Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the screen blacked out and generated an alarm. The device did not stop ventilating. The patient was transferred to another ventilator. After that, upon powering up the ventilator, graphical user interface (gui) inoperable and loss of gui communication errors were displayed. The nurse at the site "felt a burned smell". The customer reported that after running the extended self test, the device operated normally.

Manufacturer narrative:
A service engineer (se) inspected the device and found no anomalies. No smell could be confirmed. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) as a precaution. The unit passed testing and operated within the manufacturing specifications. The ventilator has been returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no harm to the patient as a result of the event.